Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported on (B)(6) 2016 that the patient presented to an outside hospital who then transferred the patient to the ER. The patient had experienced cramping of the legs, hands, and shoulders. It was stated there is concern that the pump might be malfunctioning. The patient's status was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.